Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using a bd insyte¿ autoguard¿ shielded IV catheter the needle failed to retract. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: lot analysis DHR review was performed on the lot number 7226956 the lot number was built on afa line 4, from august 26, 2017 thru august 30, 2017 review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Setup and in process sampling include (not limited to); retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis the peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one used iag 18ga unit with an opened package from the lot number 7226956. The unit consisted of the retracted needle/safety barrel assembly. The catheter/adapter assembly was not returned for evaluation. Visual/microscopic examination: the needle was retracted fully into the safety barrel and the white button was depressed. The needle was repositioned to the out position; there was no mechanical/physical damage to the spring or needle hub or grip. There was no evidence of adhesive on the button, grip or hub. Functional test (needle retraction) was performed: performed the hub twist test then depressed the button. The retraction was successful, no delayed reaction was observed. Investigation conclusion: the defect needle retraction failure; as stated as the reported code was not confirmed with the returned unit. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit. Root cause relationship of device to the reported incident: indeterminate.